Event description:
New information notes that the right atrial lead appeared to be dislodged as the lead was observed to be pointing inferiorly in the fluoroscopy image.

Manufacturer narrative:
The reported events were lead dislodgement, inadequate capture and high pacing impedance. As received, only the connector portion of the lead was returned in one piece. The reported events of inadequate capture and high pacing impedance were not confirmed. X-ray examination and electrical testing of the lead did not find any indication of conductor fractures or internal shorts. Visual and x-ray examination of the lead did not find any anomalies with the exception of procedural damage.

Event description:
New information received indicates that the lead was explanted. The patient condition was unknown.

Event description:
It was reported that the patient presented to a scheduled procedure. Upon interrogation, prior to the procedure it was noted that the right atrial lead exhibited high capture threshold and high impedance. Chest x-ray showed that the lead was normal. Programming changes were performed. The patient condition was stable post-procedure.